Event description:
It was reported that during anterior communicating artery (acom artery) aneurysm case, patient vessel wall was perforated by subject guidewire when trying to secure the distal portion of the vessel at the intended placement site for stent placement which led to subarachnoid hemorrhage. Another balloon catheter was used as medical intervention to control bleeding. The patient did not recover from the damage caused by subarachnoid hemorrhage (sah) and died on the fourth postoperative day. No further information is available.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated after reviewing the recorded video multiple times postoperatively, it is highly likely that during manipulation of the micro subject guidewire to secure the distal portion of the vessel at the intended placement site for stent placement, the vessel wall was perforated. When they say ¿subsequently, attempted to push intrasaccular device itself with a microcatheter to reduce protrusion, and managed to push it slightly toward the aneurysm.¿ the microcatheter used to push the intrasaccular device towards aneurysm was most likely another microcatheter. The subject guidewire was used along with microcatheter. An assignable cause of anticipated procedural complication will be assigned to the reported event patient death, patient vessel perforation, patient intracranial hemorrhage as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during anterior communicating artery (acom artery) aneurysm case, patient vessel wall was perforated by subject guidewire when trying to secure the distal portion of the vessel at the intended placement site for stent placement which led to subarachnoid hemorrhage. Another balloon catheter was used as medical intervention to control bleeding. The patient did not recover from the damage caused by subarachnoid hemorrhage (sah) and died on the fourth postoperative day. No further information is available.